Event description:
User experiencing low results for multiple patient samples for multiple assays. Eight examples provided. Sample 1 initial tsh result <0.01 miu/ml, repeat <0.005 miu/ml. Sample 2 initial tsh result 1.30 miu/ml, repeat 2.29 miu/ml. Sample 3 initial tsh result 2.49 miu/ml, repeat 6.17 miu/ml. Sample 4 initial ft4 result 4.87 ng/dl, repeat 1.88 ng/dl. Sample 5 initial ckmb result 1.91 ng/ml, repeat 3.31 ng/ml. Sample 6 initial tsh 25.28 miu/ml, repeat 38.91 miu/ml. Sample 7 initial tsh 1.77 miu/ml, repeat 2.80 miu/ml. Sample 8 initial tsh 0.63 miu/ml, repeat 1.90 miu/ml. Initial results were reported, patients not adversely affected. The field service representative determined issue to be the reagent mixer was not mixing and replaced the mixer motor belt. Performance tests were performed and within specification.